Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the right ventricular (rv) lead bipolar impedance was 2198 ohms and unipolar impedance was 2220 ohms. It was also reported that the rv lead thresholds have been increasing over the past year. The lead remains in use and the doctor has scheduled a lead replacement. No patient complications have been reported as a result of this event.